Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 18-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was not able to perform pharmacy (rx) verification. A technical support specialist identified that the issue was raised from a failure invalid pharmacy db name message. A review of the facility site configuration in myqlink revealed that the pharmacy database (db) name field was blank. After updating the missing information, the user was able to successfully submit pharmacy (rx)verify requests resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user failed to make pharmacy (rx) verification. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.